Manufacturer narrative:
Product event summary: analysis found errors in the software update history, the touchscreen was out of specification and the display cover assembly was worn. As a result the touchscreen and display cover assemblies were replaced. The touchscreen was then calibrated. The programmer then passed all final functional and systems tests.

Event description:
It was reported that there was a touchscreen problem and calibration of the touchscreen was not possible. The programmer was returned for servicing. There was no patient involvement.